Event description:
It was reported that the patient had a revision procedure one year post-implantation due to femoral stem loosening. Subsequently, a journal article was retrieved from the bone and joint journal (2021) that reported a study from denmark that looked at the wear rates of large head metal-on-poly articulating total hip arthroplasties at two different sites. The purpose of the study was to test the hypothesis that the use of larger head sizes would not increase vepe wear. Patients were enrolled from december 2014 to february 2017. The study reviewed a total of 96 patients that received zimmer biomet total hips. After further exclusion, 88 patients were included in the results and were divided into two groups with 44 patients receiving a 32mm diameter head and 44 patients receiving the largest possible head (36mm-44mm). All the implants used during this investigation were manufactured by zimmer biomet (USA). The g7 acetabular components used had two different, randomly assigned, porous coatings and came with three pre-plugged holes and were implanted with a 1 mm press-fit, without screws. The two cup surfaces comprised the traditional porous plasma spray and a novel porous titanium surface (osseoti). Neutral e1 antioxidant infused polyethylene liners were used in all patients. All patients received a modular cocrmo alloy head on a cementless echo bi-metric full proximal profile stem. The indication for surgery was primary osteoarthritis. The study population had a mean age of 63 years at time of surgery (range 55-71 years). Patients consisted of 43 females and 53 males. Follow-up was conducted radiographically at three months, one year, and two years postop. The study reported four patients underwent revision surgery; of which, one was revised due to painful stem subsidence (largest head). No further event information available at the time of this report. Journal article: bone joint j 2021;103-b(7):1206¿1214.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. G2: journal article: bone joint j 2021;103-b(7):1206¿1214.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 010000864; g7 neutral e1 liner 40mm f; 3634961; 010000664;g7 pps ltd acet shell 54f; 3625051; 010001033; cocr fem hd 40mm type 1; +6mm 3225726. Reported event was confirmed by review of x-rays and provided op notes. Review of operative notes confirm that the patient underwent revision of the left hip due to pain and loosening of the stem component. X-rays obtained prior to the revision procedure demonstrated lucency involving the proximal femoral component both medially, and laterally. DHR was reviewed, and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI)# - (B)(4). Concomitant product(s): a 010000864, g7 neutral e1 liner 40mm f, 3634961. Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded.

Event description:
It was reported that the patient had a revision procedure one year post-implantation due to loosening. Attempts to obtain additional information have been made; however, no more is available.